Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away while undergoing pd therapy on the homechoice (hc) device. At the time of death, the pt was connected to the hc and passed away overnight during dwell 3 of 4. The patient¿s care nurse contacted a baxter technical service representative (tsr) to request assistance to end therapy and disconnect the pt from the device. The tsr assisted the nurse to remove the set up without any further issues. It was reported that the cause of death was old age. An autopsy was not performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation for evaluation. A review of the event history record did not reveal any issues that could be related to the reported event. A review the log revealed no instances of iipv (increased intraperitoneal volume) events. A visual inspection of device didn't reveal any issues. Functional tests of device were performed and no issue was noted which could be related to the reported event a simulated therapy was performed and completed as intended with no issues were observed. An evaluation of the device pneumatic system revealed no issues. Electrical tests were performed with no problem found. Per the evaluation, there was no failure, malfunction or iipv event identified that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available but has not been received at this time. A review of the device history record and service history did not reveal any issues that could be related to the reported issues. Should the device be received or additional relevant information become available, a supplemental report will be submitted.